Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The needle was removed from the treatment area. The procedure was completed with another handpiece. There were no patient complications.